Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2367 (air in tubing), which occurred on the homechoice (hc) during use. The technical service representative (tsr) advised the hp that the system error 2367 would end therapy. The hp stated that he would restart therapy later. The tsr assisted the hp to end therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the system error (se) 2367. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The hp ended therapy and was able to continue therapy with new supplies the next day. The hp had discarded the samples. The hp did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.